Event description:
It was reported that there was a burn smell coming from the console. The console is not in use and the customer has requested an inspection of the unit. There was no patient involved.